Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdps0109 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdps0109), have been reported from the same facility in (B)(6).

Event description:
It was reported that the safety mechanism that ensures needle is protected on removal did not work properly and therefore risk for needlestick injury. There was no impact to the patient. This report addresses the first of two devices.